Event description:
It was reported that the sensing was low. The lead was capped and replaced. No adverse event reported, patient in good condition before and after the implant.

Manufacturer narrative:
(B)(4).